Event description:
It was reported that the patient experienced a pod failure. The patient's reported blood glucose levels reached 109 mg/dl, 102 mg/dl, 84 mg/dl, and 67 mg/dl while wearing the pod between 4 and 24 hours. Reportedly, the patient had activated a new pod the previous day, which worked fine until lunch today when it failed and displayed a "pod failed, replace with new" message. After activating a new pod, they received an error indicating that the bolus calculation was temporarily disabled until 5:56 pm due to an unconfirmed bolus from when the previous pod was disconnected. The system showed the last bolus as 1.7 u, but would not allow them to administer insulin or enter any carbs for their meal. During the call, product support attempted multiple troubleshooting steps, including switching between manual and automated modes and trying to access the bolus calculator, but the issue persisted. The patient¿s blood glucose levels was trending down (from 109 mg/dl to 84 mg/dl to 67 mg/dl). Product support advised that the temporary lockout was a communication error and advised the patient to consume some light carbs, stay in manual mode, and wait until 5:56 pm when the bolus calculation would be re-enabled. The patient confirmed that the pod was filled with 100 u of insulin and it double beeped after it was filled.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004l.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.